Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer was reported that sensor fell off during training; it was not sticking due to too much sweating. Insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device and test transmitter or sensor calibrated successfully. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with serial number label damaged or faded. (B)(4).